Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through troubleshooting and finally connecting pump to a working power source, after which welcome message screen appeared and battery level was greater than 20 percent.